Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left side breast implant deflation and right side capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient unspecified breast augmentation with a 380cc mentor smooth round high profile on the left and with unknown size unknown saline implant on the right. This patient was presented with left side breast implant deflation and right side capsular contracture; baker grade unknown. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3503500, serial number (B)(4) on the left side and catalog number 3503500, serial number (B)(4) on the right side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 7/15/2019, mentor became aware that patient was presented with bilateral cutaneous contour deformity, along with left side deflation. Hence, field h6 patient code has been updated. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).